Event description:
It was reported, episodes of undersensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue being monitored.